Event description:
Patient reported that on friday around 12pm patient v-go fell off her arm about 8 hrs into therapy. Patient stated that she used all proper training procedures as far as shaving area and using alcohol swabs to wipe away any oils. Patient also stated that she did not exercise or there were no interference with clothing that might have caused it to fall off and patient also stated that this was not the first time. Patient stated that when the v-go device fell off she immediatley replaced it with another one and also made sure adhesive pad was not damaged and plastic liner was removed before applying v-go to skin. Patient stated she did throw the v-go that fell off away.